Event description:
It was reported that the user accidentally double announced a dinner, after which blood glucose dropped, and troubleshooting and education were completed with the caregiver to prevent repeat dosing. Symptoms included hypoglycemia. Outcomes included use of oral fast-acting carbohydrates for treatment and recovery without escalation of care. Investigation included case review and user education on proper meal announcement and monitoring for low glucose. Investigation of this case revealed user error related to duplicate meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.